Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Visual inspection of three recent lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility: upon placing the tr band it was noted that it was not holding air; a new band was placed and hemostasis was obtained; blood loss was less than 250cc; it was reported that catheterization was successful; and the patient was reported to be "fine".

Manufacturer narrative:
The investigation determined this complaint to be manufacturing related and as a result a nonconformance report has been initiated.